Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device showed that all 134 ml's infused, but the patient came back to the facility with their medication bag full. It appears no medication was infused during the 46 hours ( 134ml dose 5fu 46 hours). Spike to bag was set up, and the upstream setting was on. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.